Event description:
Info received reporting pt is not able to adjust his stimulation with his programer or recharger. They are showing a "call your doctor" icon, power on reset condition. Pt has not been using his stimulation but keeps the device recharged. He needs to use it now with the cold weather and all the snow. Additional info requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).